Manufacturer narrative:
No leaks were observed during testing of the returned subject revaclear dialyzer. Gambro has found no evidence to suggest that any gambro device caused or contributed to this event.

Event description:
One and a half hrs into hemodialysis treatment, the dialysis machine (a phoenix device) generated a "blood in dialysate" alarm. The effluent dialysate tested positive for blood with hemostick. The treatment was ended and resumed on another revaclear dialyzer and another dialysis machine with no further incident. Blood work drawn revealed an elevated ldh. The pt was discharged home in stable condition. Additional blood work revealed a decreased haptoglobin, increased ldh, cpk, and bilirubin, indicative of a hemolysis event. There was no change in h/h and no hypercalcemia or hyperkalemia. The pt did not require medical intervention or hospitalization. The phoenix machine was inspected by a gambro technical specialist; all tests indicated that the machine was functioning correctly and within MFR specifications. An on site clinical investigation was conducted by gambro which confirmed the above info on the pt.